Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a pump alarm occurred during basal delivery and customer inadvertently pulled cartridge pigtail off of cartridge. Customer's blood glucose was 168-270 mg/dl. Customer reverted to using an alternate method of insulin therapy.